Event description:
It was reported that during a routine follow up, the device could not be interrogated. During previous visit in (B)(6) 2018, the longevity estimate for the device was 3.1 years until eri and it was suspected that the device reached eol. The physician didn¿t notice the low battery voltage and long charge time and it was discussed that the programmer displayed more than expected longevity in (B)(6) 2018. Patient didn¿t receive any vibratory alert for eri. The device was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Premature battery depletion and communication failure were confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.